Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented with dizziness at a cancer treatment center. Patient's heart rate was lower than anticipated during treatment. Post-paced t wave oversensing on the ventricular channel was observed via real-time egm. The patient did not receive therapy during the oversensing. The programming changes were made during the device check. Abbott technical services also discussed that the physician should consider performing an induction test at the patient's maximum pacing rate to test the decreased sensitivity settings.